Event description:
It was reported that implantable cardioverter defibrillator (ICD) had stored episodes of supraventricular tachycardia (svt). They rhythm ID scores were 82-97% for these episodes, and this intrinsic svt morphology its notably similar to the normal sinus rhythm morphology. At this time, the stored episodes of svt occurred in the ventricular tachycardia (vt)-1 zone, wherein no therapy is programmed, and therefore no inappropriate therapy was provided. Technical services (ts) provided troubleshooting recommendations to better differentiate between svt and true vt. This ICD remains in-service. No adverse patient effects were reported. Additional information was received. This ICD provided inappropriate atp and 2 shocks for supraventricular tachycardia (svt). Technical services (ts) noted that the morphology again looks similar to the patient's normal sinus rhythm morphology, however the rate changes suddenly to 220 bpm, fulfilling treatment criteria. Ts recommended further troubleshooting to prevent inappropriate therapy in the future. This ICD remains in-service. No additional adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.